Event description:
Related manufacturer reference number: 1627487-2022-06377. It was reported the patient experienced ineffective stimulation due to the leads being fractured. Surgical intervention took place wherein the leads were explanted and replaced. Effective stimulation was established.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Manufacturer narrative:
A patient experienced ineffective drg stimulation was reported to abbott. It was determined that during the surgery, both leads were broken. As a result, the leads were explanted and replaced to address the issue. Therapy was restored. The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.